Manufacturer narrative:
The field service engineer (fse) noted the substrate ventilation line was squeezed and peristaltic pump tube was not installed correctly. The fse corrected the ventilation line and installed the peristaltic pump tubing correctly. The fse performed passing high sensitivity system check and system check. The fse completed a 15-replicate precision test and it failed. The fse replaced the precision pump seal, wash pump seal, precision pump belt, wash pump belt, peristaltic pump belt, vacuum valve, and wash tower. The fse completed successful high sensitivity system check, system check, and 15-replicate precision test. The customer then request the fse performed a patient sample correlation between the original and alternate access 2 systems. The fse noted the original instrument failed the correlation test. The fse replaced the transducer and completed a successful system check and 15-replicate precision test. The fse repeated the patient sample correlation test and noted it passed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the transducer.

Event description:
The affiliate stated the customer reported erroneous troponin I (access accutni+3) results, within the risk stratification, for six patients, involving the access 2 immunoassay system. The erroneous results were released out of the laboratory and questioned by the physician. The customer reanalyzed the patients' samples, on an alternate access 2 system, and lower results, within the normal reference range, were obtained. An amended report was issued to the physician. There was no report of patient injury or change in patient treatment associated with this event. The customer noted quality control (qc) was out of specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.